Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow up, it was reported on an unknown date, antibiotic treatment was discontinued and the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized due to other indications. On the same day as peritonitis diagnosis, the patient was treated with vancomycin injection (1g, every 72 hours, intravenous, ongoing) and meropenem injection (500mg, twice a day, intravenous, ongoing) for peritonitis. At the time of this report, the patient is recovering from the events. Pd therapy is ongoing. Dianeal 1.5% was discontinued till the recovery of events. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.